Event description:
Unomedical reference number (B)(4) event occurred in finland on (B)(6) 2024, the patient's father reported that his child's infusion sets tubing detached or came loose after the patient was out playing in the snow (sledging) and this issue occurred with four infusion sets. The site location was above patient's buttocks/hip, with the pump on the same side in the trouser pocket. Moreover, the infusion had been used for 3-4 days. Reportedly, the infusions were stored in the medical cabinet. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.